Manufacturer narrative:
Per field service representative (fsr), the maintenance is performed by the manufacturer every six months. The user was following the operators manual for the water treatments. The water was not cloudy or discolored. There were no leaks, heating or cooling problems experienced with the unit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler was displaying "e33" which made the unit go on standby mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, an e33 error code was displayed on the unit and the affected channel went to standby (ie. Pumps shut down with no water circulation). E33 code indicates a problem with an internal temperature measurement. As the user had a replacement water system readily available, they elected to change out the unit. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified that the system had e33 on channel b. The system was disabled as a result of the e33. Fsr replaced resistance temperature detector (rtd) sensor in channel b where the error was indicated and powered on the system, but error still existed. He swapped the rtd from channel a to channel b and the error did not follow to channel a. Since the replaced rtd sensor did not reslove the error, the fsr determined that the direct current (dc) control board was the cause of the error. Without the dc control board, the system would not function. The dc control boards were no longer available. The unit was not repaired and does not operate to the manufacturer's specifications. The customer will scrapping the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.